Event description:
During a routine hemodialysis treatment the caregiver experienced access needle problems. The patient's blood clotted in the cartridge circuit prior to reconnection of the cartridge tubing to the newly placed access needle, which resulted in a 210cc blood loss. No medical intervention was required.